Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing had an issue during a shoulder arthroscopy procedure on (B)(6) 2023. The device was faulty, so it was not used in the surgery. The doctor had to perform the procedure using another device. The complaint device was discarded by the facility. This was discovered before use with no patient harm. Additional information has been requested. On (B)(6) 2023, the arthrex subsidiary employee provided the following information via email: the failure occurred at the beginning of the surgery when all the cables were connected to the arthroscopy tower. First, the tubing was connected to the pump console, then the solution was purged into the tubing without any problem. Subsequently, when the tubing was connected to the arthroscope jacket and the surgery began, the failure began. The solution came out very quickly. Pressure and noise were heard on the console because the pump was working with a lot of pressure, and the message ¿pressure failure¿ appeared. An a-6480 dw arthroscopy fluid management device with serial number (B)(6) was used. An attempt was made to compensate for this by lowering the pressure and flow of the pump, but the solution continued to come out with a lot of pressure. After 3 attempts, the doctor asked to stop gravity irrigation with an irrigatek pipe from the hospital. A video was provided. There was no double ar-6410 pipe consumable, gravity irrigation had to be left with an irrigatek product from the hospital. The pump was not used to complete the procedure because it did not have another ar-6410 consumable; it was left in critical condition with irrigatek from the hospital. No extravasation occurred. The surgery was delayed for approximately 10 minutes in an attempt to solve the problem. In order not to waste any more time, the doctor decided to leave it to gravity.

Manufacturer narrative:
The complaint is confirmed based on the customer video provided, which shows that the neoprene sleeve had collapsed. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the arthroscopy pump, creating a sleeve collapse and pressure failure on the pump.